Manufacturer narrative:
Age/date(s) of birth: unknown/ not provided. Sex/gender(s): unknown/ not provided. Date(s) of event: unknown, was not provided. If implanted; give date(s): n/a (not applicable). Healon endocoat is not an implantable device. If explanted; give date(s): n/a (not applicable). Healon endocoat is not an implantable device; therefore, not explanted. Lot#(s): unknown/not provided. Expiration date(s): unknown as product lot number(s) were not provided. UDI #(s): a complete UDI # is unknown as product lot number(s) were not provided. (B)(6). Device manufacture date(s): unknown as product lot number(s) were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon has observed fibers in the eye a number of times. The fibers were removed from the eye. The fibers were dark blue approximately 3 mm long. The customer suspects the fibers may be from the healon. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The lot number is unknown, therefore the manufacturing records could not be reviewed. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.